Event description:
It was reported during the procedure to implant the scs system, the scs lead anchor became disengaged resulting in lead movement (united kingdom). After repositioning the lead, the lead anchor was locked again, then sutured in place using the peek grooves. The physician reported part of the peek groove sheared away from the lead anchor. The physician elected to leave the lead anchor in place as the procedure had already taken some considerable time and she was wary of extending the procedure further. The issue with the lead anchor only extended the procedure by approximately two minutes.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.